Event description:
On 04/15/08, the distributor reported that during a revision surgery performed due to pt complaints in 2008, the surgeon was attempting to explant the screws. The rods had deformed the screw head and the pins of the screwdriver would not fit in properly. The tips became twisted and deformed. There was an unk time of surgical delay. The pt was fused. The malfunction of the driver has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Eval is pending upon the return of the product.